Event description:
It was reported that during an aortoiliac stenting procedure, access was achieved in the right groin via an 8 french pinnacle introducer sheath. A foxcross balloon catheter was advanced over a stiff angled guide wire to the lesion where pre-dilatation was performed and an omnilink 9 x 38 was placed in the proximal iliac successfully. Next an omnilink 10 x 58 was advanced into the aorta at the bifurcation. The physician thought he deployed the device; but was difficult to tell due to the weight of the patient; however, after removal of the stent delivery system, it was noted that the stent had dislodged in the introducer sheath. The dislodged stent was not far in the introducer sheath and was able to be retrieved with hemostats. Due to the patient's build and weight, the physician is planning on performing an aortofemoral bypass in the future. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system was not returned, only the stent implant was returned. There was blood on the stent implant. There was no contrast visible. The full length of the stent implant was smashed. There were mangled struts in the first three rows of the distal end. The stent implant was kinked at the 8th row from the proximal end. There was no other damage noted to the stent implant. The protective sheath was not returned. The dimensional testing could not be done because of the damage noted to the stent implant. The damage noted on the returned stent likely occurred during retrieval from the introducer sheath with the hemostats. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.